Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented emergently with a ruptured aneurysm and a type iiia endoleak. The physician elected to treat the patient by implanting two (2) medtronic (non-endologix) navion thoracic grafts, and the patient was intubated and transferred to the intensive care unit (ICU). The patient is reportedly stable condition. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the emergent presentation with a ruptured aneurysm, and a type 3a endoleak (aortic) with complete component separation. The ruptured aneurysm was most likely due to the type 3a endoleak with complete component separation. The type 3a endoleak (aortic) was most likely anatomy related due to aortic remodeling as the one (1) day post implant ir aortic angle was 29.3° and the seventy-two (72) month post implant ir aortic angle was 83.8°. Procedure related harms identified were hypotension, cardiac arrest, acute kidney injury, and ischemia. The final patient status was reported as being stable and transported to a skilled nursing facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. H6: method code: remove code 4114 h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented emergently with a ruptured aneurysm and a type iiia endoleak. The physician elected to treat the patient by implanting two (2) medtronic (non-endologix) navion thoracic grafts, and the patient was intubated and transferred to the intensive care unit (ICU). The patient is reportedly stable condition. As of date, there have been no additional patient sequelae reported.